Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 19-jun-2019, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a severely stenosed native valve with a 64.5 mm annulus perimeter without pre-dilatation, the valve was deployed even though the inflow portion of the valve was constrained. As the delivery catheter system (dcs) was being withdrawn, the nosecone pulled out the valve and caused it to dislodge from the annulus above both coronary ostia. Subsequently, a balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon and a non-medtronic valve was implanted valve in valve. No additional adverse patient effects were reported.